Manufacturer narrative:
This is a combined initial/final report. The investigation is based on information from the local leica microsystems representative and pictures provided by them. The investigation revealed that the user failed to follow the instructions given in the user manual. The or staff put the drape on the microscope with the arm fully extended. The system was not brought into transport position as stated in the user manual. A review of the service history of the affected m520 f40 revealed, that the instrument is 15 years old. There was no similar or identical issue since installation. The service history did not have any indication on a possible defect of the device which could have contributed to the issue. The leica m520 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m520 f40 improperly during transport, positioning and draping, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport, positioning and draping, can cause tilting of the m520 f40. The root cause can be traced to inadequate user handling.

Event description:
Leica microsystems (B)(4) received a complaint from the (B)(6) stating that the microscope fell when the operating room staff was getting ready for surgery. They put the drape on the microscope with the arm fully extended and it fell over. They picked it back up and continued. There was no patient or user injury.